Event description:
This patient began to experience a decline in performance 4 months ago. All equipment has been swapped but this has not elevated the problem. Diagnostic testing performed in 2006. It revealed 3 faulty electrodes. Cochlear recommended that these be deactivated; in the speech processor program. The clinic, however, decided to explant the device and reimplant a new one due to the patient's poor performance. The date of explantation/reimplantation surgery has not been reported.